Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating vascular/medium reload. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open neo colon procedure. The device does not carry down the staples. The stapler was not able to fire. The surgeon was able to press the green button. The device crashes and dose not release the staples. In order to resolve the issue and complete the case, change the reload to a new one and used another handle. There was no patient harm. The patient status is alive, no injury.